Event description:
Caller reported aviva system blood glucose results. All results mg/dl. 132 at 12:19 pm 142 at 12:17 pm 205 at 12:16 pm 333 at 12:11 pm no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.